Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the customer's gryphon drill bit broke on the shaft where the device connects with the chuck. The sales rep stated that the breakage occurred outside of the patient cavity. There were no procedural or anatomy factors that contributed to breakage. The case was completed with another like-device with no patient harm or delay. The sales rep could not provide a lot number. The device was discarded by the customer.